Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: device failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: device was taking pictures automatically when connected due to a faulty cable with a puncture on its surface. The most probable root cause of malfunction was damaged cable which leads to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device automatically takes pictures. The issue occurred during set up / inspection for use . There were no reports of patient harm